Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, power sources and wall adapters. In addition, the pump battery was observed to be depleting quickly. The customer¿s blood glucose level was 164-175 (mg/dl). Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted from 100% to 20% within one day. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery depletion. Malfunction was verified. The alleged battery charging malfunction could not be verified.